Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetes keto acidosis on (B)(6) 2021 for 2 days. Blood glucose reading was 630 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer had nausea and vomiting because of high blood glucose value. The auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.